Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Based on the information received patient factors and surgical technique likely contributed to the event; however, cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient died soon after the implant of a 21 mm aortic valve. The patient underwent surgery for aortic valve replacement and cabgx3. The patient tissue was reported as very fragile and soft. As reported, after the surgeon performed some bypasses and implanted the 21 mm valve with good result. At echo, no abnormalities were found, all was okay. The surgeon added stitches at the distal anastomose from the CABG because there was a bleeding in the posterior part of the heart and the heart was moved. The blood pressure fell and the patient condition got worse. As per follow up the sutures did not dislodge.

Manufacturer narrative:
Edwards received additional information through follow-up.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform intact, and frame distortion near leaflet 3 and commissure 3. Suture holes were visible near all three black stitch markings on the sewing ring. Additional manufacturer narrative: customer report of valve embolization due to ruptured stitches could not be confirmed through visual observations. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event.

Manufacturer narrative:
The device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received additional information that the doctor reported very soft and fragile tissue. The decision was made to implant this prosthesis due to the possible complications of added many sutures to the fragile annulus. Per the physician, the embolization was due to the rupture of the stitches.